Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the vitrectomy surgery, laser power was not firing. There was no patient harm to patient.

Event description:
Additional information was received and it was confirmed that actual issues with laser probe not with console and surgery has been completed with another endo laser probe.

Manufacturer narrative:
Corrected information is provided in sections b.2, b.5. Based on the information received following submission of the initial report, it was clarified that event laser power was not firing occurred due to laser probe and it was not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.4 h.6 and h.11. The company representative was resolved the reported event remotely with the customer. The system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).